Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
Medwatch report number: mw5151996. The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) was tugged and snapped after seal was successfully deployed in aorta when harvester went to do proximal graft. The heartstring was not usable.

Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The lot # 3000309452 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.